Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a discrepant sodium result while using the architect c8000 process module. Patient ID (B)(6) generated an initial sodium result of 195 mmol/l and a repeat results of 136 mmol/l. No impact to patient management was reported. No additional patient information was provided.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, an inspection of the instrument, a search for similar complaints, and a review of labeling. Abbott field service inspected the instrument. Field service found bubbles in the tubing coming out of the ict module and determined the issue was caused by miss alignment of the ict probe in the ict cup. Field service re-aligned the ict probe to resolve the issue. A complaint review did not identify an adverse trend or product issue related to the customer's issue of falsely elevated sodium results while using the architect c8000 system. Labeling was reviewed and found to be adequate. Based on our evaluation, we have determined that architect c8000 system, list number 1g06 is performing acceptably.